Event description:
It was reported: surgeon reports that the cup appears to have moved to a vertical postion during rehab exercises. Cup is now well fixed. Patient has relatively thin medical acetabular wall and deep groin npain. Patient also suffers from lupus with related disorders and is not very compliant according to surgeon.